Event description:
It was reported to baxter (B)(4) that an infusor lv 2 device was found to be leaking at the fill port. Therefore, the sterile fluid pathway was breached. This condition was discovered as the device was being filled. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor lv 2 device which was leaking from the fill port was not confirmed during product evaluation. Instead, the device was found to be leaking at the junction of the tubing and stress member. This condition was caused by insufficient bonding at the junction of the tubing and stress member. This is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.